Event description:
Patient was revised to address femoral loosening. Osteolysis and presence of pseudotumor was also reported. Update: 10/17/2012 - litigation papers received. In addition to loosening, the patient experienced pain and discomfort. Doi: (B)(6) 2003. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Corrected: event/problem description, implant date. Depuy still considers this investigation closed.

Event description:
Pt was revised to address femoral loosening. Osteolysis and presence of pseudotumor was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the performed investigation, a need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, loosening of stem, metal wear and metallosis.

Manufacturer narrative:
(B)(4).